Manufacturer narrative:
This was initially reported on the summary report dated 10/31/2014 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, infection, urinary problems, recurrence, dyspareunia, emotional distress and a product problem. The device remains implanted. Furthermore, it was reported that the plaintiff died. The cause of death reported was chronic obstructive pulmonary disease.